Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-01811, 0001825034-2018-00773-2.

Event description:
It was reported that the patient was revised approximately 6 years post implantation due to reports of pain, elevated metal ion levels, alval and high abduction angle of the cup. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information: cup was not explanted as previously reported. .

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cup was not explanted as originally reported.